Manufacturer narrative:
Investigation conclusion: the investigation found the proximal microcatheter shaft to exhibit incomplete flaring with exposed braid and delamination at the hub transition, which would have contributed to the alleged resistance issue. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the incomplete flaring, but this condition is consistent with a deviation in the manufacturing process. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the delamination, but this condition is consistent with attempting to insert a device into the insufficiently flared lumen. The catheter condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process.

Event description:
It was reported that the patient was being treated for a ruptured anterior communicating artery (acom) aneurysm. Based on the size of the aneurysm, a competitor 9mm neurovascular system and the concerned microcatheter were selected and placed in the aneurysm sac. While introducing the 9mm system, it was not passing through the hub of the microcatheter. During maneuvering, device got detached in the hub of the microcatheter. The physician removed the device out with the help of the needle and introduce another 9mm contour that also could not go through the hub of the microcatheter. The physician then took out the microcatheter and completed the case with another microcatheter of the same model. The patient was stable and discharged.